Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner/outer insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that, during implant procedure, this left ventricular (lv) lead was an attempt due to low amplitud, fracture and insulation issue. The physician tried to implant the lv lead in a narrow branch that was bent, after not being able to sense de amplitud and not being able to retract de tip, it was suspected that the lead was damaged. A new lead was succesfully implanted. No adverse patient effect were reported.

Event description:
It was reported that, during implant procedure, this left ventricular (lv) lead was an attempt due to low amplitud, fracture and insulation issue. The physician tried to implant the lv lead in a narrow branch that was bent, after not being able to sense de amplitud and not being able to retract de tip, it was suspected that the lead was damaged. A new lead was successfully implanted. No adverse patient effect were reported.